Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) found the temperature reading to be incorrect throughout the operating range. The difference was wider toward the upper and lower ends of the specified range. The blood parameter monitor (bpm) temperature was monitored concurrently with a bpm from the lab platter. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) temperature was not correct. The device was not changed out, as they finished the case without the temperature reading. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the perfusionist (ccp) stated that the shunt sensor temperature (as displayed on the monitor) remained about 27 degrees celsius +/- about two degrees celsius. This occured in about four cases (with four different shunt sensors) and the unit was then taken out of service. This difference in actual temperature of the blood in the shunt and the displayed temperature would affect the accuracy of bpm measured and calculated blood gas values. The ccp stated they use the I-stat point of care (poc) analyzer at pump side and they analyzed samples more often during these cases. The cases were completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Updated blocks in report.

Manufacturer narrative:
The reported complaint was confirmed. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.